Event description:
Regulatory agency reported right side "brain fog and zaps, headaches. Arthritis in hands. Muscle pain. Dry painful eyes. Dry mouth. Joint pain. Fatigue. Anxiety. Acid reflux. Ringing in ears. Easy bruising. G.I. Issues. Heart pain. Inflammation. Blood in urine. Night sweats. Throat clearing. Numb hands and feet. Dizziness/unsteady. Abnormal brain MRI. Racing heart. Explanted 2009 after mammogram showing a rupture that was also noted on a previous mammogram." Device has been explanted.

Manufacturer narrative:
(B)(4). No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device deflation.